Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "confirmed failed downstream occlusion test with values of 21. 4, 22. 45, and 22. 11 psi with te: 28b and value 23. 03 psi with te: 25hh" was not confirmed. Device was sent for downstream occlusion test for high, low and medium settings with passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream test with values of 21. 4, 22. 45, and 22. 11 psi (pounds per square inch). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.